Manufacturer narrative:
The hill-rom technician thoroughly tested and inspected the bed and found on issues. The bed is functioning as designed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the scale power control board to resolve the issue. Based on this information, no further action is required. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head section was moving down quickly without anyone touching the bed(self-run). The bed was located at the account in the bed shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).